Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration sets had a leak. This occurred during set up, before patient use. It was stated that it was leaking was from an unknown location during priming. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: the device was received for evaluation with solution inside the drip chamber. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and underwater pressure testing were performed with no issues or leaks noted. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.